Event description:
It was reported that thrombosis occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a watchman flx laa closure device with delivery system (wds). During a routine follow examination, (B)(6) 2022, a transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The patient received two additional tee to monitor the thrombus, (B)(6) 2022 and (B)(6) 2022. The patient remains on blood thinners. No patient complications were reported.